Manufacturer narrative:
A review of the device history records was performed for the indicated packaging and component lots for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. The recent angiodynamics complaint report was reviewed for the bioflo dialysis product family and the failure mode "cracked hub." No adverse trend was identified. The reported complaint description cannot be confirmed nor can a definitive root cause be established, as no sample was returned. A possible root cause for the cracked hub may be due to an over tightened connection with a mating male luer. This is the only reported complaint for this failure mode in the past 15 months for the bioflo dialysis product family. The directions for use (established) packaged with the dialysis catheter contains the following statements : "· examine catheter lumen and extensions before and after each treatment for damage. Use only luer lock (threaded) connectors with this catheter. Repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. If luer lock connectors are cleansed with a cleansing solution, allow the solution to dry fully before applying catheter end caps. Tape end caps between treatments to safeguard them against accidental removal.". ((B)(4)).

Event description:
Angiodynamics was made aware of this event which occurred during an adopt study of the bioflo dialysis catheter in (B)(6): an indwelling bioflo dialysis catheter was removed and replaced due to a cracked hub. The device was discarded and a new dialysis catheter was placed on the same day. There were no patient complications or patient injury.